Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door repeatedly failed, clicking during recovery. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the tower door 7 was failed. The field service engineer (fse) replaced the latch on tower door 7 and verified proper operation through hardware test application. Registered pharmacist verified the resolution. The system functioned as intended after the field service engineer repaired the device.